Event description:
The customer reported experiencing low blood glucose for a month. The customer stated that he collapsed at the store due to his low glucose, and the paramedics were called and treated him. The blood glucose was 22mg/dl. Troubleshooting was performed. The customer's most recent glucose reading was 70mg/dl, and he has treated with food. During the call, the customer mentioned having a hypoglycemic event at the time. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.